Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025 the end user called to report that on (B)(6) 2025 they experienced a hypoglycemic event requiring medical intervention. The user explained that they had an MRI and disconnected the ilet for 1-hour. Once they reconnected the user's blood glucose (bg) was elevated to 300 mg/dl. The user then got a massage and noted their bg at 162 mg/dl. The user disconnected the ilet and 30 minutes later got an urgent low glucose alert. The user attempted to eat a peanut butter cracker when they became disoriented and lost consciousness. The masseuse called 9-1-1 and paramedics administered intravenous dextrose and transported the user to the emergency room (ER). Users bg was measured at 28 mg/dl and the intravenous dextrose and fluids were continued at the ER. The user was released from the ER on the evening of (B)(6) 2025. Immediate health effects include dizziness and disorientation. No long-term health effects reported. The user stated they think the issue was related to inaccurate cgm readings.